Event description:
It was reported that a user experienced recurrent post-meal high blood glucose readings while using the ilet pump, with the pump subsequently delivering insulin and bringing glucose back into range; the event was characterized as an adverse event without an identified device or use problem and involved an unspecified component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event remained classified as an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.